Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead had loss of capture. The patient presented in the emergency room with symptoms related to bradycardia. The lead was explanted and replaced. The patient was stable.